Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The information received by medtronic indicated that the insulin pump had low battery alert and had a blank display. Customer stated battery was changed, but the issue was not resolved. Contacts on battery cap were missing or damaged. No harm requiring medical intervention was reported. Troubleshooting was performed successfully however, the customer will continue the use of device.